Event description:
The pt died in 2009. The device is supposed to have delivered several shocks at the time of death. Lumax 340 vr-t, MDR 1028232-2009-00766. Linox td 65/18, MDR 1028232-2009-00767.

Manufacturer narrative:
Only the proximal part of the lead was returned for analysis. The lead had been cut through above the vcs shock coil, probably with a scalpel. During the analysis of the lead, fraying of the outer insulation 19 cm distal of the connector pin could be noted. In addition, the rope conductor pin could be noted. In addition, the rope conductor to the vcs shock coil showed damage to the coating at the same site. This damage did not have any negative impact on the sensing behavior of the ICD because the vcs shock coil and the ICD housing have the same potential. The fraying of the outer insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find any manufacturing error or material defect at the lead or at the ICD.